Event description:
The customer reported the low control and patient samples recovered with high platelet (plt) results when cycled on the act diff 2 instrument. Erroneous plt results were reported out of the laboratory. However, per conversation with the customer on (B)(6) 2022, there was not death, injury or change to patient treatment due to the event.

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse performed a decontamination procedure, replaced the vacuum chamber, all check valves, all filters, rbc bath, main board, valves (vl) 16 and 17, wbc bath and performed a latex gain and clot detection procedure as part of troubleshooting. However, the issue was not resolved. To resolve the issue, the fse then replaced the sample probe and associated tubing resolving the event. While onsite, the fse adjusted the calibration factors due to part replacements. Erroneous plt results were reported out of the laboratory. However, per conversation with the customer on (B)(6), 2022, there was not death, injury or change to patient treatment due to the event. Bec internal identifier: (B)(4).